Event description:
According to the available information, during implantation, the static anchor came off the suture of the altis sling. A second altis was implanted successfully.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no capas that were confirmed in veeva to be associated. (B)(4) was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. There were several complaints against this lot identified with the same failure mode. An investigation into this lot will be executed by the supplier and further details commented at a later date.